Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to have no cable damage. Additional observation(s) : the grip axis pin was dislodged from the grips and it was returned with the instrument. The outer diameter of pin measured approximately 1.65mm at the swaged end compared to the nominal pin diameter of 1.65mm. Measurement results suggested that pin was not swaged at all. The probable root cause of dislodged grip pin is attributed to the manufacturing process. This pin can become dislodged and stick out due to improper swaging. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.